Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6). The customer phone number was provided as (B)(6).

Event description:
The customer received erroneous ise indirect na (sodium) and k (potassium) for gen.2 results for a patient sample on the cobas 8000 ise module. The initial sodium result was 161.73 mmol/l and the repeat result was 140.46 mmol/l. The initial potassium result was 5.06 mmol/l and the repeat result was 4.32 mmol/l. Repeat testing was performed on a different analyzer. The erroneous results were not reported outside of the laboratory and there was no allegation of an adverse event. All other tests were rerun on the sample and there was no difference with the results. The customer did not have issues with other tests. The customer suspected the issue was pre-analytics. Further investigation was not able to determine a specific root cause. Additional information for further investigation was requested but was not provided. The possible root cause may be pre-analytics.